Manufacturer narrative:
In accordance with bench testing results, the type of malfunction observed in this case occurs when excessive stress is exerted on the instrument. It is therefore possible that the intestinal forceps was used inappropriately during the hysterectomy to hold or manipulate an organ other than the intestine. Detachment of the locking pins does not always immediately prevent the forceps jaw from opening and closing as intended. It is therefore conceivable that the pins fell out of the forceps outside the surgical field and that the forceps continued to be used until it failed. This would explain that nothing was found by the x-ray. No problems were detected in the production records of the instrument nor any of its components. No similar complaints have been received in the past.

Event description:
During a robotic hysterectomy, the jaw components of the forceps ceased to function apparently due to missing connection pins. An x-ray was taken to ensure that the pins had not fallen into the patient's abdominal cavity. Nothing was found. The procedure was completed as planned and the patient's outcome was good, to operating room staff knowledge.